Event description:
During remote monitoring, episodes of noise and inadequate capture were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.